Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('have them removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("little pain") and hair colour changes ("hair greys"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and hair colour changes outcome was unknown. The reporter considered hair colour changes, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('have them removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("little pain") and hair colour changes ("hair greys"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and hair colour changes outcome was unknown. The reporter considered hair colour changes, medical device removal and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. New event hair greys was added. New reporter was added. Follow up 3 an d4 processed together. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("have them removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("little pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.